Manufacturer narrative:
(B)(4).

Event description:
It was reported during a pump replacement due to battery depletion, a hole was found in the proximal part of the catheter. The proximal segment was replaced. There were no patient symptoms reported. The pump was used to deliver morphine and clonidine.

Manufacturer narrative:
Product ID: 8709sc, lot# b0737782k, implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the catheter (lot# b0737782k) found the catheter body had a hole caused by a deep abrasion. Analysis of the catheter ((B)(4)) found no anomaly. The previously reported conclusion code 67 no longer applies to this event.

Event description:
Additional information received reported from 2008 to 2013 the patient had continuous daily dose increases from intially 4.5 mg/day to 20 mg/day. Following the replacement, the patient was doing "well" and the pump was now running at 5 mg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.